Event description:
It was reported that the atrial lead was dislodged overnight with the patient arm motion on the right side implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.